Event description:
The reporter contacted animas on (B)(6) 2012 alleging the keypad buttons are unresponsive when pressed. The reporter stated that it was first noticed a couple of weeks ago that the keypad buttons seemed to be sticking, but have gotten worse with all the keypad buttons now exhibiting intermittent and delayed response when pressed. The patient reportedly wears the pump outside of the clothing and does not clean the pump. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be torn around the ok keypad button;the keypad button symbols were found to be worn. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The evaluation revealed that the keypad buttons were intermittently responsive and required multiple button presses to elicit a response. There was evidence of contamination found under the key contacts.